Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their stimulator was shocking them like crazy and it won't stop. They reported it was shocking in the butt, back, and the "down there area." The patient stated they need it to not shock them like that because it's overwhelming. The patient stated they turned their implant off. They confirmed therapy was off on the call. Reviewed therapy overview. The patient provided event date as a few weeks or a few months after the implant was put in. They confirmed the shocking was no longer occurring with therapy turned off. The patient was redirected to their healthcare provider (hcp) to further address the issue. They inquired if they could leave the therapy off. Reviewed to leave therapy off until they can follow up with their hcp. They will follow up with physician's office and will call back if needing assistance with locating a physician.